Event description:
Patient (user) reported he ran into his prostate while catheterizing with a straight tip catheter which caused minor bleeding. On (B)(6) 2018 the patient visited a doctor and was prescribed cipro for 10 days to treat an infection. Patient is fine now. Patient is now trialing coude tipped catheters due to prostate blockage.